Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemosplit catheter. During the procedure, it was reported that the hemostatic valve on the peel away sheath failed, and air was ¿slurped¿ in by the patient. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 15.0fr fully peeled-apart sheath and dilator was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The peel-apart sheath was fully peeled as the sheath shafts were noted to have bends and twist throughout. Both sheath shaft t-handle sides were noted to have valve caps attached. The vessel dilator was noted to be slight bent on the distal portion. No anomalies were noted to both distal ends of the devices. An attempt to load the vessel dilator to the peel-apart sheath shafts was performed and was successful. The vessel dilator was able to lock into place. The sheath shafts were noted to have bunching when placed together throughout the dilator. The slight bending of dilator and bunching of sheath shafts were considered to be incidental as the device was used on patient. Therefore, the investigation is unconfirmed for the non-standard device as no anomalies were noted from the returned sample evaluation. However, it is inconclusive for the reported suction issue as the exact circumstance at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemosplit catheter. During the procedure, it was reported that the hemostatic valve on the peel away sheath failed, and air was ¿slurped¿ in by the patient. There was no reported patient injury.